Event description:
Reference number (B)(4). Event country united states. It was reported that the patient experienced infusion set fell off and tape not sticking on (B)(6) 2026. No further information available.